Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The driveline cable was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log analysis which revealed 4 high watt alarms and 3 electrical fault alarms logged since (B)(6) 2017. The first electrical fault alarm occurred on (B)(6) 2017 at 14:18:19 due to an overcurrent condition on the rear stator. This resulted in the pump running on a single stator (front only). The first high watt alarm was logged on (B)(6) 2017 at 14:18:20 following the electrical fault alarm. The overcurrent condition caused the power to increase above the power limit set by the user (6 watts), triggering the high watt alarm. Additionally, 34 low flow alarms have been logged since (B)(6) 2017. On-site inspection of the driveline cable confirmed that the previous sheath repair was intact; a splice repair was performed to mitigate the reported conditions. The pump successfully restarted on dual stator and the event was resolved. Additionally, the driveline was found to be discolored. Based on the available information, the most likely root cause can be attributed, but not limited to prior driveline sheath damage due to uv light exposure and/or due to improper handling which could have led to intermittent connection within the driveline. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was admitted (B)(6) 2017 with electrical fault alarms. The log files indicated 3 electrical fault alarms and pump is currently running on 1 motor stator. It was stated prior driveline sheath repair still intact. It was also stated that on (B)(6) 2017 the patient was prepped for the procedure with dobutamine and the operating room was on standby. The patient underwent a splice repair by manufacturer engineer and it was stated that the pump started on dual stator and there were no alarms that could be recreated following the repair. It was further stated that the patient did well and was transferred post procedure back to the floor. The patient remained asymptomatic before, during and after the procedure. No additional information available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. The IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted (B)(6) 2017 with electrical fault alarms. The log files indicated 3 electrical fault alarms and pump is currently running on 1 motor stator. It was stated prior driveline sheath repair still intact. It was also stated that on (B)(6) 2017 the patient was prepped for the procedure with dobutamine and the operating room was on standby. The patient underwent a splice repair by manufacturer engineer and it was stated that the pump started on dual stator and there were no alarms that could be recreated following the repair. It was further stated that the patient did well and was transferred post procedure back to the floor. The patient remained asymptomatic before, during and after the procedure. No additional information available.